Event description:
62 yr female had "acdf" at c5 6 and c6-7 in march 1994. Past month developed incresed pain in neck right shoulder and arm. Has some swallowing difficulties with persistant severe pain in her neck and both shoulders, worse on right side with with pain down arm.